Event description:
The account alleged the nurse call buttons are not functioning. No alleged injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.